Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary updated event description: it was reported on august 19, 2019, during an inspection of the set following an unknown case on august 18, 2019, a trochanteric femoral nailing advanced (tfna) driving cap broke off inside the tfna hybrid insertion handle. There was no patient involvement. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (2 image(s) from the attachment(s). The image(s) was reviewed, and the complaint condition could be confirmed as the image showed that the device was broken at the region of its change of cross-section at the groove origination point and most likely lodged in the in the insertion handle based on the complaint description. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. The complaint condition is confirmed. Based on the investigation findings as been launched to address the identified issue. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint as relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an inspection of the set following an unknown case on (B)(6) 2019, a trochanteric femoral nailing advanced (tfna) driving cap broke off inside the tfna hybrid insertion handle. There was no patient involvement. Concomitant device reported: hybrid insertion handle (part# 03.037.011, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded this is report 1 of 1 for (B)(4).